Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they became very sick and experienced shaking, jitteriness, dizziness, vomiting, and frequent urination the day the sensor was put on the arm. When the patient checked the cgm it was around 72-74 mg/dl, no bg had been done yet at this time. The patient treated herself by drinking orange juice. The patient did not improve and called a friend to bring a blood glucose meter over. After their friend arrived, the patient¿s bg was checked, as per the patient, they got a "blue light," which usually means the sugar was over 500 mg/dl. The patient did not specify the value they got from the manual meter. An ambulance was called and upon arrival they did another finger test, and the result was 490 mg/dl. The patient did not mention any treatments provided by ems. She was then transported to the hospital. When she arrived at the hospital the bg was checked and was around 490 mg/dl. The patient was treated with IV and injected with insulin. The patient was released the same day after their bg was stabilized. At the time of the call, the patient is okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.